Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# 60200365, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that communication was lost and the device was not providing stimulation. The display on the handset read communication lost. It was confirmed that there was never any loss of stimulation which was confirmed after the device was changed. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: 60200365, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that communication was lost and the device was not providing stimulation. No further complications were reported or anticipated.